Manufacturer narrative:
This event occurred in (B)(6). Customer calibration and qc were requested but not provided. The observed differences in ft3 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported the initial results to a physician who asked for re-measurement of the sample. The patient's sample was submitted for investigation and was tested on a siemens centaur analyzer and a cobas 8000 e 801 module. Refer to the attachment on the medwatch for all patient data.